Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use existing cartridge. It was also reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Tandem technical support verified that the pump was functioning appropriately.